Event description:
The customer reported that there was noise in the x-ray tube and the sys was not exposing. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The high voltage cable was reseated. The sys was then found to be operating as intended.